Manufacturer narrative:
D4: expiration date: february 2026. H4: the lot was manufactured in march 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed that the spike was disconnected from the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike disconnected from the tubing of a buretrol solution administration set. The issue occurred during setup and preparation. There was no patient involvement. No additional information is available.